Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: implant was stuck to the plastic liner; a piece of paper was also in the sterile container.

Event description:
Healthcare professional reported via sales representative implant was stuck to the plastic liner and a piece of paper was also in the sterile container. The device was not implanted. It is unknown if surgery was completed with a backup device.